Manufacturer narrative:
Added concomitant products.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and low blood glucose event. The customer¿s blood glucose was 125 mg/dl at the time of incident. Customer stated that the insulin pump down button was unresponsive . No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. It was also reported sensor calibration error. Customer had a low blood glucose of 50 mg/dl and treated. Customer declined high blood glucose troubleshooting. The customer was advised to monitor and call back for further assistance the insulin pump is not expected to return for analysis.